Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.